Manufacturer narrative:
A2 - date of birth - the patients age was used to approximate the date of birth as 1 jan 1959 d4, g4: model number is not sold in the us but similar device is sold under model z0311. This product was used for the product code, and 501k. E1 - additional complaint contact: (B)(6). The investigation is pending completion. Upon completion a supplemental MDR will be submitted.

Event description:
A complaint was received regarding a 2 gang 1o2¿ manifold with check valve, rotating luer, appx 0.83ml that experienced leakage during use. It was stated in the report that on (B)(6), 2025, the 66-year-old-female patient needed to be injected with medication during general anesthesia. After connecting the valve, the drug leaked from the interface when being injected, affecting the anesthetic effect and making it easy to get a hospital infection, so they replaced it immediately, and the drug was continued to be injected to maintain anesthesia. There was patient involvement, but no patient harm/adverse event reported.

Manufacturer narrative:
Investigation summary: no product samples, pictures, or videos were received for investigation. The complaint can be confirmed on the 01c-smv3v3 based on a lot history review. The reported complaint can be confirmed. The probable cause is related to a molding defect in the white button molded component used in the 1o2 smart valve. The device history for lot 13811922 was reviewed and was found to fall under a corrective and preventative action (CAPA) plan that has been implemented to address the identified issue. The outcome of the CAPA is currently under evaluation and is not yet finalized.